Event description:
On 10/24/95 the ipp device was implanted. On 05/13/97 the cylinders and pump were revised. On 08/05/97 the entire device was removed from the patient and replaced due to "a leak where tubing exits the cylinder."